Event description:
During lead product analysis for the lead and generator reported in manufacturer report # 1644487-2014-00688, it was noted that the explanted lead portion had abraded openings on the outer and the inner silicone tubing of the lead. Note that since the electrode array portion was not returned for analysis, an evaluation cannot be made on that portion of the lead. Operational context likely attributed to the abraded insulation. Per generator impedance measurements, impedance value was within normal limits on the date of explant.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure occurred, but did not cause or contribute to death.